Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) reported that a fresenius 2008t hemodialysis (hd) machine had a burned motherboard and a burned power logic board. The fst stated that the parts appeared burned, fried, and blackened. A burning smell was also observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 100 hours and the parts were the original fresenius parts on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned motherboard and burned power logic board. The fst replaced the motherboard and power logic board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Event description:
A fresenius field service technician (fst) reported that a fresenius 2008t hemodialysis (hd) machine had a burned motherboard and a burned power logic board. The fst stated that the parts appeared burned, fried, and blackened. A burning smell was also observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 100 hours and the parts were the original fresenius parts on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned motherboard and burned power logic board. The fst replaced the motherboard and power logic board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the mother board and the power logic board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified visual indications of burn damage on the mother board and power logic board. Therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) reported that a fresenius 2008t hemodialysis (hd) machine had a burned motherboard and a burned power logic board. The fst stated that the parts appeared burned, fried, and blackened. A burning smell was also observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 100 hours and the parts were the original fresenius parts on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned motherboard and burned power logic board. The fst replaced the motherboard and power logic board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: g3. The date received field on the initial report was incorrectly reported as 01/07/2022. The correct date received is 01/11/2022.

Manufacturer narrative:
Plant investigation: the motherboard and power logic board were returned to the manufacturer for a physical evaluation. Inspection of the received motherboard found capacitor c2 to be blown and a scorch mark on the board in the area of the damaged capacitor. Capacitor c2 was replaced and the board was placed inside a test machine. The test machine powered up and completed testing without alarm or failure with the installed motherboard that was received. Inspection of the received power logic board found soot and debris from the blown capacitor c2 of the mother board on connector a2 and other components on the board. No physical damage was observed. The power logic board was cleaned and placed inside a test machine. The test machine powered up and completed testing without alarm or failure with the installed power logic board that was received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode.

Event description:
A fresenius field service technician (fst) reported that a fresenius 2008t hemodialysis (hd) machine had a burned motherboard and a burned power logic board. The fst stated that the parts appeared burned, fried, and blackened. A burning smell was also observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 100 hours and the parts were the original fresenius parts on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned motherboard and burned power logic board. The fst replaced the motherboard and power logic board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.